Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was performed on potentialy associated lots (h10c22014) with no issues noted. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 3 / 4. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm by powering unit off / on the hc machine. Per hp, the supply bag fell off and disconnected. The hp would will complete therapy with manual bag in the morning. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the nurse on (B)(6) 2010 regarding the alarm and the bag falling and disconnecting, it was revealed that the hp had reported that to her, and that it was just an isolated accident. Per nurse, hp did not have any injury or harm as a result of this incident. The nurse stated that hp did not report any defects on the supplies. The nurse confirmed that hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Sample was discarded by customer.